Event description:
It was reported that while attempting to implant the lead, the helix would not extend. The helix would not extend after more than 28 turns. Consequently, this lead was removed and a new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. The lead was received with the helix fully retracted, and the distal conductor distorted and fractured within the connector. The distal conductor had been over-retracted and fractured in the connector. Consequently, mechanical inspection of the helix electrode to determine turns to consistently extend and retract could not be tested. Damage at implant was noted. Primary analysis finding noted no anomalies found.